Event description:
Catheter being removed in pt's home. After removing suture at exit site, steady traction applied to catheter. As cuff became visible, catheter snapped. Retained internal portion of catheter retracted inside exit, but could be palpated. Attempts to reach end of catheter unsuccessful. Pressure maintained over catheter tract and pt transported to ER where catheter was removed. Small incision at exit site required to retrieve catheter. Pt experienced no acute distress.